Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: placement signal low alarms reported. The data logs confirm placement signal low alarms at various points during support which coincided with the occurrence of suction alarms. The cause of the placement signal low alarms was not established as no product was returned and insufficient clinical details were provided. Optical sensor issue: the logs show placement signal not reliable alarms and the 5s parameters are of the pattern identified as an oscillating contrast issue. This issue has been characterized as a console-related issue. Pump suction: the data logs confirm characteristic curve continuous suction alarms which were suspended during loss of placement signal related to a console issue. There were no motor current spikes outside p-level changes and pump flows remained stable and within expected range for matching p-level. Purge pressure and flow remained stable. Suction was reported again later during support and clinical noted waveforms appeared as if device is potentially a little deep. Device was repositioned. Logs show suction alarms occur at various instances after this. No volume related issues were noted. The cause of the pump suction was not established as limited clinical information was provided, log analysis was inconclusive and no product was returned. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported the impella 5.5 experienced placement signal lost (psl) alarms as well as some suction alarms. Waveforms appeared as the device was potentially a little deep. They were advised to confirm the position. The psl alarm audio was disabled. There were no concerns of hemolysis. There is harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. D6b explant date was added. H10 this is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Related report number was added.